Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Upon follow up computed tomography (CT) showed a potential type 3 endoleak. The physician elected to reline the initial implant with an infrarenal aortic extension. During the secondary intervention the physician confirmed a type 2 endoleak only. Patient status is unknown.